Event description:
It was reported that following a 3 hr ptca/stent procedure on an acute myocardial infarction pt, upon removal of the guide wire, it is discovered that the tip of the guide wire had become detached and was lodged in a small distal branch. Reportedly, the pt was doing well.